Manufacturer narrative:
The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could nit be verified at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis could not be performed due to damage during failure analysis. The device passed the mechanical tests performed. The internal visual inspection revealed encroachment of a non-conductive epoxy on an electrical component. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across an electrical component, which is believed to be related to the loss of lock. In addition, a short from the power node to the electrode ground case at the analog chip was measured. It is believed that electrode static discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog chip. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
(B)(4). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.